Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ also, per tandem's t:flex user guide "always remove all air bubbles when drawing insulin into the filling syringe." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer used cold insulin when filling the cartridge and never preformed the air removal step prior to filling the cartridge. The customer's blood glucose level was 235 mg/dl. The customer indicated that a bolus would be administered. Reportedly, the customer was able to reload the cartridge.